Manufacturer narrative:
Insulin pump had an intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly and motor. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer went to the hospital to get assistance with how to treat the high blood glucose with a manual injection. Caller stated that the customer's insulin pump was malfunctioning, it was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.